Event description:
Add'l info received from MFR on 01/22/03: the dr wished to report pt received lenses by mail order without having an exam in 5 years and developed grade ii-iii giant papillary conjunctivitis.

Event description:
9 inch television and "swingarm" mount fell from wall with potential of injury to pt. The tv "swingarm" mount could not accomodate the hosp bed being elevated under the retracted tv. The retracted "swingarm" is mechanically unable to move up when retracted and when mounted within the range of bed elevation poses a risk of injury to the pt. Precaution to mount the unit out of range of bed motion, or design modification to allow upward movement of the tv when retracted should be incorporated into installation specs.